Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector of a continu-flo set broke and all sets had to be replaced. This occurred during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The connector of the continu-flo set broke off into the patient catheter. The set and the catheter were replaced. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.